Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the generator associated with this complaint and completed investigations. The unit was returned for failure analysis and the reported failure (m-11) was confirmed but not replicated. The unit was placed on an in-house system and was run in normal mode. The unit energized and cauterized and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the vio dv integrated electrosurgical unit (iesu) generator exhibited errors c30, c38, and m11. The customer had already power cycled the generator, re-connected all instruments, and changed the grounding pad but the issue remained. The error logs showed multiple c30, c38, m11 errors. The tse suggested that the customer switch to a back-up generator to complete the procedure. The had a generator, but did not have a cable to connect to the da vinci. The procedure was continuing, but the subsequent procedure was going to be postponed. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was verified as ready to use following the replacement. Isi has not yet received the iesu the for evaluation.